Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date the patient had three (3) 6.5mm cannulated screws place in the femoral neck for fixation due to a fracture. The original surgery was performed in a different state so details of the original incident are minimal. The patient healed completely but is very thin and had pain caused by the heads of the screws when laying on his side. Due to the complete healing, the surgeon felt it appropriate to remove the no longer needed screws to improve patient comfort. The revision surgery was performed on (B)(6) 2021. This report is for one (1) 6.5mm cannulated screw 16mm thread 90mm. This is report 3 of 3 for (B)(4).